Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to vaginal prolapse, rectocele, cystocele, urinary and fecal incontinence. It was reported that following insertion the patient experienced pain, incontinence, bleeding, bladder problems exposure, erosion infections, and dysuria. It was reported that the patient underwent mesh removal on (B)(6) 2007. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh were implanted due to vaginal prolapse, rectocele, cystocele, urinary and fecal incontinence. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. It was reported that following insertion the patient experienced pain, incontinence, bleeding, bladder problems, exposure, erosion, infections, and dysuria. It was reported that the patient underwent mesh removal on (B)(6) 2007. (B)(4).